Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The customer reported symptoms such as throwing up, sweating, and feeling weak. The customer was wearing the insulin pump during the incident. The customer does not use sensors. The customer alleged the insulin pump was not giving them insulin. Troubleshooting was not completed as the customer declined. The customer also stated they were hospitalized a few times but could not remember any details. The insulin pump will not be returned for analysis.